Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the spyglass is showing no image during procedure. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.